Manufacturer narrative:
G4: 11mar2020 b4: (B)(6)2020. The touchscreen assembly was returned to failure investigation (fi) for evaluation. The visual inspection of the touchscreen revealed no scratching or other damage. Install returned touchscreen into known good ventilator and boot into normal operation. Checked for alarms and errors. The touch buttons along bottom edge of screen do not respond properly. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Customer complaint verified. Resistance measurement and calibration both successful but bottom button still do not respond correctly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/09/2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The touch position on the touchscreen was misaligned. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.